Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00003.

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops to completed the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed minor damage to the threads and screw drives of the closure tops. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops to completed the procedure without patient impacts. This is report one of two for this event.